Event description:
(B)(6) advised frame of chair is broken. (B)(6) advised manual chair with one arm drive. (B)(6) advised could not provide model or serial number. (B)(6) could not provide any further information.